Event description:
The user reported that the tip of the steerable catheter did not withdraw as usual at the end of the af procedure. The physician made several attempts to remove the catheter and upon withdrawal the tip of the catheter caught the patient's endocardial tissue. The physician reported no difficulty inserting the catheter and reported that the anatomy of the patient is normal. There was no medical or surgical intervention required. It was reported as no patient injury.

Manufacturer narrative:
The complaint sample has been received by the manufacturer. The investigation is in process. A follow-up report will be sent upon completion of the investigation.